Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of approximately 4-5mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-procedure less than 48 hours later, the patient was developed with a heart block. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On (B)(6) 2026, permanent pacemaker was implanted to resolve the event. The implanter classified this event as being related to the procedure. The patient was reported to be discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.